Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling when attempting to bolus. The customer stated they were unable to resolve the keypad anomaly with a battery replacement. Customer's blood glucose was 136 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response, and a button error alarm due to corroded keypad traces. No unexpected numbers scrolling during testing was noted. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.